Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage closure procedure was performed, and a watchman flx laa closure device & delivery system was implanted. The patient was discharged post watchman procedure on eliquis and aspirin. Seventy-three (73) days post implant, the patient presented with aphasia, trouble finding words, and unable to verbalize the date. Initial symptoms resolved within 24 hours, but the patient reported still having trouble with word finding. A transient ischemic attack was suspected. A computerized tomography head scan was completed, and a referral to a neurologist and speech therapy was requested.